Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high blood glucose reading of 236 mg/dl. He stated that the drive support cap was sticking out. The bolus wizard and basal settings were correct. Customer reported that the blood glucose had been over 400 mg/dl before switching to a different insulin pump and that he had symptoms of diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.